Manufacturer narrative:
As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in clinic follow up. Device interrogation revealed dislodgement on the right ventricular lead. It was noted that the patient has very tricky anatomy as their heart is severely rotated. The physician explanted and replaced the lead. The patient condition was stable.